Manufacturer narrative:
Product analysis: the product remains implanted; therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged into the ascending aorta, during a post implant balloon aortic valvuloplasty (bav). The valve was then snared and stabilized. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.